Manufacturer narrative:
G4: 17feb2020. B4: (B)(6)2020. The field service engineer (fse) performed troubleshooting reported power switch overlay needed to be replaced to be able to switch on the ventilator to further diagnosis and front bezel needed replacement also. G4: 19mar2020. B4: (B)(6)2020. The fse reported that power switch overlay and front bezel were replaced to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported device turning off on its own intermittently. There was no patient involvement.